Manufacturer narrative:
Customer did not provide the part number, or serial number of the affected device.

Event description:
Information was received regarding a cadd ms3 pump. Patient reported a blockage alarm on the device and he was twinging a lot prior to the alarm. His lasix was increased recently due to weight gain; he has seen no changes since starting remodulin. No further details provided.